Manufacturer narrative:
The evaluation code method code has been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep). The pump and catheter were replaced on (B)(6) 2019. The spinal catheter segment was saved and utilized with the new system because csf (cerebrospinal fluid) was observed leaking from the catheter. The pump segment of the catheter was removed and replaced. It was indicated the rep was in possession of the explanted devices and planned to return them to the manufacturer. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the lack of therapy. A catheter dye study was performed and it did not show anything to the rep's knowledge. The issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the pump upon receipt indicated that the pump was used to deliver hydromorphone 3.0 mg/ml at 1.0580 mg/day and sufentanil 40.0 mcg/ml at 14.106 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter, information the main component of the system. Other relevant device(s) are : product ID: 8781, serial# (B)(4), ubd 2020-04-11, UDI# (B)(4). Analysis of the pump revealed no anomaly. Analysis of the catheter revealed catheter body, broken, compressed area; catheter body damage to transition tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient receiving hydromorphone via an implanted pump. The patient mentioned that he might have another drug in the pump, but he could not confirm that. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient reported that he had not been getting any pain relief since the day his pump was implanted ((B)(6) 2019). He stated that he had very serious back pain and the trial worked great. He stated that he had reported his pain symptoms to his hcp several times. The patient was wondering if there was a reason that the pump could not be explanted if it wasn¿t working and if it was rare to have a pump that didn¿t work. Additional information was received on 16-dec-2019 from the patient¿s pump managing physician who when asked if the cause for the patient not getting pain relief had been determined responded with ¿indium dye study negative¿. Per the hcp, replacement surgery was scheduled. No further complications have been reported as a result of this event.